Manufacturer narrative:
Correction: section d6b explant date should have been (B)(6) 2024 rather than (B)(6) 2024 as initially reported.

Event description:
It was reported that following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on 04 april 2024 where the ipg was replaced, and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.